Event description:
Reportable based on device analysis completed on 21feb2022. It was reported that inflation failure to cross lesion. The target lesion was located in the right coronary artery (rca). A 2.50 x 28 stent balloon expandable were advanced for dilatation. However, during the procedure, it was noted that stent balloon expandable could not cross lesion. The procedure was completed with a different device. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.50 x 28 mm stent delivery system (sds), was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found signs of stent damage. Stent struts from the proximal stent region were lifted and pulled approximately. The undamaged stent od (outer diameter) was measured and was is within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube found no issues. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.